Event description:
A pt called lfs on 6/2002 alleging that their meter had missing segments on the display. Pt was taken to the hosp and treated there due to the display issue. Pt thinks that the segments were missing for about 2 months due to readings not matching the symptoms. Pt "did not do anything-just continued using the meter". Last month (date unknown), late one evening (time unknown - "but it was after supper") pt tested on the meter and got a "reading in the 100s". Pt was feeling "real nauseaous and started to vomit". Pt had taken their set amount of evening dosage - 15 units of nph - around 6pm earlier. Pt did not take any more insulin after the blood glucose test because the reading was in the 100s. Pt then called an ambulance and the emergency medical technician tested their blood glucose on their meter. Pt was told that it was "high". Pt was not treated by the emergency medical technician. Pt was rushed to the emergency room by the emergency medical technician and was tested on the ER meter with a result of "500+" and was also told that their "dka was out of wack". IV insulin was started and pt was admitted to the hospital for 4 days for high blood glucose and dka. After release from the hospital, pt continued using the meter. Pt thought that something was wrong, but "never got around to calling lfs" until 6/2002 when pt saw the phone number on the back of the meter. Pt also stated that after this incident, their doctor decreased their evening dosage of nph from 15 untis to 8 units. Meter was replaced. No further info was reported.